Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) was getting a lot of infections (currently on "cipro") and stated they always knew when they had an infection because of the burning and frequent urination. The caller stated they had been to the urgent care. No trauma/falls associated with the issue. The pt changed to program #3 and let stim on 0.7v. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported that she had her second bladder infection in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having bladder infection symptoms since 2015-11-28 and went in to give a urine sample to her healthcare provider on (B)(6) 2015. They were waiting for results and infection had not been confirmed. The patient checked the implantable neurostimulator (ins) on (B)(6) 2015, stimulation was on, and the device was set at 3.4 volts. She was going to have a holter monitor put on her for two weeks for heart palpitations and was going to have the ins turned off for the duration so it didn't interfere. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.